Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported by the legal counsel that the patient received initial left tha on (B)(6) 2013. Patient underwent first revision surgery on (B)(6) 2014 due to recurrent dislocations. Post-revision, the patient experienced a dislocation with closed reduction on (B)(6) 2016, another dislocation with closed reduction on (B)(6) 2016, and was revised (B)(6) 2016 due to recurrent dislocations, pain, instability, and elevated metal ion levels. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes were reviewed and no complications were noted. 1st revision dated (B)(6) 2014 were reviewed and identified patient was revised due to recurrent dislocations and pain. 2nd revision dated (B)(6) 2016 medical notes were reviewed and identified superior dislocation of the left hip with left hip pain. Patient vomited with second bolus of propofol. No aspiration. X-rays show anterior dislocation. Two episodes of respiratory depression and jaw clenching with propofol patient bagged with first episode. Recovered well. Titanium level 8, serum reference values <2ng/ml). Cobalt/chrome are normal. MRI- negative for pseudotumor. Two instability events since last revision. Patient feels pain is bad enough to warrant doing something. Socket is reasonable. Not perfect, but reasonable. A little vertical and minimally anteverted. Type ii bone loss. Decision was made to remove the femur due to elevated titanium levels. Component removed with minimal bone loss. Postop x-rays looked excellent. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the zimmer biomet biolox head was used in conjunction with competitor hip components (stryker liner and shell). Zimmer biomet has not assessed or confirmed the compatibility of these combinations of devices. - DHR review: review of the device history records identified no related deviations or anomalies during manufacturing. Conclusion: it was reported by the legal counsel that the patient received initial left tha on (B)(6) 2013. Patient underwent first revision surgery on may 14, 2014 due to recurrent dislocations. Post-revision, the patient experienced a dislocation with closed reduction on (B)(6) 2016, another dislocation with closed reduction on (B)(6) 2016, and was revised (B)(6) 2016 due to recurrent dislocations, pain, instability, and elevated metal ion levels. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: modular neck dd 12/14 neck taper use with +0 heads only, catalog#: 00-7848-044-01; lot#: 62427929. Modular femoral stem press-fit plasma sprayed cementless size 7.5. Catalog#: 00-7713-007-00; lot#: 62418045. Therapy date: (B)(6) 2016. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to pain, instability, elevated titanium level and recurrent dislocations. This is the second revision surgery. Patient underwent first revision surgery due to recurrent dislocations.